Manufacturer narrative:
Concomitant devices included chikai (asahi intecc, 0.014¿), fubuki (asahi intecc, 8fr) and prowler select plus (lot unknown, 45-degree angled). (B)(4). Conclusion: the device was not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise stent failure to completely expand could not be confirmed without product return for analysis. Deployment difficulty is a known potential adverse event associated with the use of the device and is listed in the IFU as such. The root cause of the event could not be determined without product return for analysis; however, procedural factors may have contributed to the event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an unruptured saccural shaped aneurysm of the right basilar/superior cerebellar artery which was re-canalized, the proximal marker of the enterprise 2 vrd (enc402300/10556523) somehow got entangled, and failed to expand while being deployed. The physician tried to undo the proximal marker using the guidewire and the prowler select plus microcatheter (45-degree angled, catalog/lot unk), but to no avail. The procedure was completed without undoing the entanglement, with successful implantation of 5 coils. There were no patient injuries or complications, but due to the event the procedure was delayed for 60 minutes. The enterprise appeared normal prior to use, and there was no report of resistance between the enterprise and the microcatheter. The microcatheter had not been re-shaped, and had been placed distal to the target site prior to advancement of the enterprise to the target site followed by withdrawal of the microcatheter to deploy the device. The stent had not been re-captured. There was no change to the arterial blood flow due to the unexpanded stent, and no further interventions was planned as there have been no adverse consequences to the patient. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. The complaint product was not available for analysis. No further information was available.